Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis found that the device had pacing outputs, but the pacing outputs indicated possible eri (elective replacement indicator). Also, interrogation with engineering software resulted in an "unknown model ID" message. Further analysis determined the root cause of the telemetry failure in this device was due to an incorrect model ID string contained in embedded ram in a microprocessor ic (integrated circuit). The invalid model ID string caused the device programmers to view the device as an unknown model and fail to open telemetry sessions. The failure cleared after the device was reset and loaded the correct model ID data contained in the eeprom. All of the available memory tests were performed after resetting the model ID field, and the device passed all of the testing. It was determined that the device was pacing in back-up mode due to the issue associated with the telemetry failure, not a por (power on reset) caused by low battery voltage.

Event description:
It was reported that this device was not able to be interrogated and is showing to be at end of battery life. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku